Manufacturer narrative:
A1: patient identifier: requested, unknown. A2: age & date of birth: requested, unknown. A3: patient sex: requested, unknown. A4: weight: requested, unknown. A5: ethnicity: requested, unknown. A6: race: requested, unknown . D4: lot number: potential lot numbers: 201109 & 201030. D4: expiration date: potential dates: not applicable . D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: requested, unknown. E2: health professional: requested, unknown. E3: occupation: requested, unknown. H4: device manufacture date: potential dates: 09 nov 2020 & 30 oct 2020. The actual sample is not available for evaluation. Instead, a reference photo of the actual sample was provided by the customer. The sg2 safety needle was activated, with a rust-like foreign material on the cannula body. Retention samples were visually inspected and confirmed free from any foreign material similar to the complaint. A total of two (2) complaints were received from the previous two fiscal years to the present for the same issue where the cause was not identified related to our product and manufacturing process. The root cause of the complaint could not be confirmed as related to our manufacturing process as well as the supplier's process. As per cannula supplier, there was no assignable cause observed during their cannula process since the cannula production records specifically in the grinding and washing process were confirmed with no abnormalities observed, and no similar defect was found in their sampling inspection. Based on the cannula supplier, the results from the previous simulation, the level of defect found in these complaint lots can be removed from their washing process. A review of the products' lot history files revealed no issues that were encountered during the production of the reported lots. We have weekly machine maintenance cleaning to ensure that our needle assembly machines are consistently in good running condition and free from damage and contaminants. Moreover, in-process visual inspection is conducted during needle assembly, sg assembly and we have outgoing visual inspection prior to shipment to confirm the condition of our products. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.

Event description:
The customer reported that they found potential rust on an injection needle. Recommended storage conditions were respected. The reported needle found to be rusted two (2) years after it arrived in europe. Batch 201030 was received on 21 jan 2021 in warehouse and shipped out to the customer on 01 feb 2021 (1.5 weeks in our warehouse). Batch 201109 was received on 15 feb 2021 in warehouse and shipped out on 01 mar 2021 (2 weeks in our warehouse). It was check and confirmed that there were not any movements to the damages (potential water damage), but there were no movements to our damaged area. So, the cartons were never opened at the warehouse. Furthermore, our warehouse is continuously temperature monitored. In this period (21 jan 2021 to 01 mar 2021) the average temperature was 19.2°c and humidity was 35.6% on average. Additional information was received on 22 nov 2023: it was confirmed that the device was used. The patient was injected with the involved defective needle. So far, no adverse event was reported.